Manufacturer narrative:
(B)(4). A review of the arrhythmia logbook shows only one event with shocks, and the electrocardiograms (egm) for that event cannot be accessed. All other events show no therapy; however, tachycardia counters show that 26 shocks were delivered in 5 episodes. A boston scientific technical services consultant reviewed the reports and suspects a logbook error and forwarded the event details to a boston scientific engineer. The engineer reviewed a download of the device data and confirmed that the fc 1005 or shock lead open did occur. Device design is such that when fc 1005 occurs, all subsequent therapy will be max therapy. Egms show that shocks do convert the fast vt, but the rhythm persistently restarts, and in some cases, more than one shock is needed to slow the rhythm. There is no indication of memory issue. After the fault is cleared the device should return to expected behavior for logging episodes. If the fault re-occurs the device may again record episodes with no therapy. The caller will discuss the issues with the patient¿s physician. The patient does have a competitive lead which is under advisory. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient was working on his car and passed out. The emergency medical technician (emt) found the patient in ventricular tachycardia (vt) and the patient was externally defibrillated. The patient¿s rhythm was intermittently fast and slow with storms of vt and the device delivered several shocks in the ambulance which appeared to be successful. Upon arrival at the hospital, the patient was unresponsive and was admitted to the intensive care unit (ICU). Device interrogation noted a fault code (fc) 1005. No other adverse patient effects were reported.